Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the aim of the study was to evaluate the feasibility and the results of the laparoscopic management of parietal wall defects in patients with a bmi (body mass index) ">35". The surgical procedure was standardized: 3 ports, mesh type, fixation with non-absorbable trans-fascial sutures, and tackers. No intraoperative complications or deaths occurred. Although the recurrence rate after incisional and primary ventral hernia treatment is higher in obese patients than in the general population, the complication rate is multifactorial, related to intra-abdominal hyper-pressure in obese patients and to the poorly vascularized subcutaneous fat. Recurrence rate occurred in 3 patients with a bmi of (B)(6), respectively. All recurrences were diagnosed within 12 months after surgery. Additional information has been requested but nothing further has been provided.